Manufacturer narrative:
G4 - PMA/510(k) and b3 - date of event is unknown. The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a customer facility regarding a primary plum set, 4 clave multiport connector. It was reported that when the extension set was connected to the clave connector, it did not allow medication to flow. They had to disconnect it, and at that point the medication leaked through the connector, as the silicone had retracted. They then connected the extension set to the second connector, and it worked. The medication did not come into contact with either the patient or the nurse. The spill was cleaned according to protocol, and it was not necessary to use the spill kit. Afterward, they closed the affected connector with a cap to prevent further leakage of the medication while it was being infused through the other connector. The event occurred during connection of the set to a patient, however there was no harm.